Event description:
Edwards received notification from germany that during a ring repair procedure in which an intraclude device was used, the surgical team observed a sudden loss of pressure in the balloon while they were in the process of placing the pacing wire at the final stage of the intervention. According to the perfusionist, the ring had already been sutured in place, the heart was closed, and cardiopulmonary bypass had not yet been completed. The event occurred approximately five minutes before the planned balloon deflation, so additional clamping was not required. Throughout the procedure, fluid was repeatedly added to maintain balloon pressure above 400 mmhg, as deflation would have resulted in the heart resuming activity. The estimated initial balloon volume was approximately 18 ml per the recommended inflation curve, with additional volume added during the procedure. Reportedly, the maximum balloon volume was not exceeded. As the operation was almost finished, no further actions were taken. The patient was noted as to be in stable condition and no serious injury occurred.

Manufacturer narrative:
Information added/updated to sections b5, b7 and h6 (type of investigation, investigation findings and investigations conclusions). Additional h6 (type of investigation) codes: analysis of images and labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The catheter was received with a severe balloon rupture which indicates that the rupture did high likely occurred by catheter handling afterwards. It is possible that a small hole or rupture occurred during use and when the balloon was removed, the damage was exacerbated. Based on the available information, the reported complaint of balloon leakage/ rupture can be considered confirmed. However, the cause of the failure of the balloon is indeterminable. An edwards/ supplier manufacturing defect has not been confirmed and is unlikely due to stringent mitigations related to balloon quality and leakage in manufacturing.

Event description:
Edwards received notification from germany that during a ring repair procedure in which an intraclude device was used, the surgical team observed a sudden loss of pressure in the balloon while they were in the process of placing the pacing wire at the final stage of the intervention. According to the perfusionist, the annuloplasty ring had already been sutured in place and the heart had been closed. Throughout the entire procedure they had to continuously add fluid to the balloon to keep it above 400mmhg. Reportedly, the maximum balloon volume was apparently not exceeded, as at the previous verification, the balloon pressure had reportedly been approximately 400mmhg. As the operation was almost finished, no further actions were taken. The patient was noted as to be in stable condition and no serious injury occurred.

Manufacturer narrative:
H3. Device evaluated by manufacturer: customer report of loss of pressure in the balloon was unable to be confirmed through visual observations. Balloon was found ruptured in the central area. Edges appeared to match up at rupture site. All other through lumens were found to be patent without any leakage or occlusion. No other visual damage or other abnormalities were found. H11. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.